Event description:
It was reported that eight packages of bakri postpartum balloon with rapid instillation components are missing the connectors (three-way valve) prior to use in a procedure. The devices did not make patient contact. The packages have the proper labelling. As reported, the devices did not make patient contact and there were no patients that experienced any adverse effects or required any additional procedures due to this occurrence. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: e1 (first name, last name, phone number, email), e3: occupation: director, materials management. Investigation ¿ evaluation: it was reported that eight packages of bakri postpartum balloon with rapid instillation components are missing the connectors (three-way valve) prior to use in a procedure. The devices did not make patient contact. The packages have the proper labelling. Additional information was received and it was reported, the 3-way valve was missing from three cook bakri postpartum balloon with rapid instillation components. During the treatment of postpartum hemorrhage (pph), when attempting to connect the 3-way valve, it was discovered that it was missing from the package. Another bakri device was used to treat the pph. The facility inspected their inventory and found two other devices from the same lot missing the 3-way valve. A total of five devices are missing the connectors; not eight as originally reported. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint devices was also conducted. Five complaint devices were returned for investigation. One was opened and four were unopened. Three of the five returned devices were missing rapid installation components from the packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Review of the customer testimony, device history record, quality control documents, and device failure analysis indicates that the device was not manufactured within specifications but does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned devices, and results of the investigation, cook has concluded a quality manufacturing deficiency contributed to the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b5. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21jan2026: it was reported, the 3-way valve was missing from three cook bakri postpartum balloon with rapid instillation components. During the treatment of postpartum hemorrhage (pph), when attempting to connect the 3-way valve, it was discovered that it was missing from the package. Another bakri device was used to treat the pph. The facility inspected their inventory and found two other devices from the same lot missing the 3-way valve. A total of five devices are missing the connectors; not eight as originally reported. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.